Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: d4: expiration date and h4: manufacture date are not available based on the reported lot number. A review of the device history record (DHR) could not be completed based on the reported lot number. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the a trach had a torn flange, they were unable to attach the "trachties". An emergent trach change was completed to resolve the issue. The reported lot number was 4216394. Verification of the item and lot numbers has been requested.